Manufacturer narrative:
Complaint conclusion: it was reported that almost 6 hours post mynxgrip vascular closure device (vcd) deployment, the patient began to bleed and required to be taken to surgery to stop the bleeding into the abdomen. The patient's hospitalization was extended as a result of the event by 6 days. The patient recovered and was discharged home. Prior to the mynx vcd being used, the physician documented a pre-existing hematoma at the access site. Multiple sheath exchanges were required. The femoral artery¿s suitability was not verified on angiography including the vascular sheath introducer insertion angle (30-45 degrees). A vcd from another manufacturer was attempted prior to the use of the mynx vcd; however, the vcd from the other manufacturer required to be aborted. The mynx vcd was used for femoral arterial closure following a diagnostic cardiac catheterization procedure. The mynx vcd was deployed per the instructions for use with a 5 minute manual pressure before the dressing was applied. The product was not returned for analysis as the product was discarded. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors may have contributed to the reported event. Furthermore, another vascular closure device was used before the use of the mynx device. Bleeding is a common procedural complication and is frequently related to stick technique, multiple sheath exchanges, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that almost 6 hours post mynxgrip vascular closure device (vcd) deployment, the patient began to bleed and required to be taken to surgery to stop the bleeding into the abdomen. The patient's hospitalization was extended as a result of the event by 6 days. The patient recovered and was discharge to home. Prior to the mynx vcd being used, the physician documented a pre-existing hematoma at the access site. Multiple sheath exchanges were required. The femoral artery¿s suitability was not verified on angiography including the vascular sheath introducer insertion angle (30-45 degrees). A vcd from another manufacturer was attempted prior to the use of the mynx vcd; however, the vcd from the other manufacturer required to be aborted. The mynx vcd was used for femoral arterial closure following a diagnostic cardiac catheterization procedure. The mynx vcd was deployed per standard with 5 minute manual pressure before dressing was applied. After the mynx vcd was deployed inside the patient at the puncture site, the deployment system was discarded.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the patient had a mynxgrip vascular closure device (vcd) used and several hours later, the patient began to bleed and needed to be taken to surgery to stop the bleeding into the abdomen.